Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited noise over sensing. No intervention was performed. The ra lead would be further monitored.